Manufacturer narrative:
No additional information has been received to date. A product sample was received for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump had a soiled primary circuit board and power supply board. No patient injury was reported.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated . H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device had the tamper seals broken, had top and bottom cases filled with contamination, visible contamination on outside of pump, top case corners chipped and cracks on top and left side, cracked right plunger case, bottom case gasket damaged with visible contamination around it. The customer stated problem was duplicated. Exposure to excessive fluids resulted in fluid ingression on all of the boards. Pump is beyond economical repair. The cause of the reported problem was traced to the customer improper handling of the device. A DHR (device history review) was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer reported problem were found during the review of service and repair records., corrected data: d4: correction: model number: 4000. H4: correction: device manufacturing date: 07-mar-2013.